Event description:
The customer contacted baxter's service center regarding a check supply line , which occurred on the homechoice (hc) during use. The technical service representative (tsr) asked the registered nurse (rn) how many bags the home patient (hp) used. The rn stated two bags. The tsr asked what color clamps were on the lines going to the bags. The rn stated red and blue. The tsr explained the hc pulls from the heater line, then the supply line, and then the final line if there was no bag on the supply line. The rn stated they had changed the setup. The rn stated they moved the bag to the supply line. The hc alarmed check final line. The tsr reviewed therapy settings. The tsr assisted with troubleshooting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to not replace empty solution bags or reconnect disconnected solution bags when performing peritoneal dialysis therapy. If additional relevant information is received a follow-up will be submitted.